Manufacturer narrative:
Additional information was received that the physician believed that the pain that radiates to patient's left scapula was not procedure related.

Event description:
A report was received that the patient was experiencing pain that radiates to the left scapula since the stimulator was implanted. The pain had flare ups, lasts for a certain amount of time and then goes away. The physician believed that it was not caused by the device. An x-ray was taken with normal results. The patient will undergo a revision or a replacement.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016 additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain that radiates to the left scapula since the stimulator was implanted. The pain had flare ups, lasts for a certain amount of time and then goes away. The physician believed that it was not caused by the device. An x-ray was taken with normal results. The patient will undergo a revision or a replacement.

Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn.

Event description:
A report was received that the patient was experiencing pain that radiates to the left scapula since the stimulator was implanted. The pain had flare ups, lasts for a certain amount of time and then goes away. The physician believed that it was not caused by the device. An x-ray was taken with normal results. The patient will undergo a revision or a replacement.